Manufacturer narrative:
Before the complaint products were returned, I-sens conducted control solution tests using reference meter and retained strips of the complaint lot. As a result, all readings met the acceptable criteria. After the complaint meter was returned, I-sens conducted control solution and blood tests using the returned meters and retained strips. Firstly, as a result of the control solution test, all results satisfied the acceptable range in both a and b levels. Secondly, the test was conducted using capillary blood with a concentration similar to the customer's blood glucose level at the time of the issue. The sd of the results was below 5 and met the internal acceptance criteria, and all deviations were within 15mg/dl compared to the reference equipment. Therefore, we confirmed that the product is functioning properly.

Manufacturer narrative:
As the complaint meter was not returned, I-sens analyzed the accuracy issue with a retained meter and strips from the same lot. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%), which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Meter is brand new. Caller stated they received a reading of 107 and the paramedics received a reading of 25. Caller stated within the last month, rodney (patient) has been having a lot of troubles recently with his blood sugar and diabetes. When she tested him, the meter read 107, which she stated is a pretty good reading, so she didn't think he had low blood sugar, but then he started getting really combative, so she called the paramedics, and when they got there, she told them the meter read 107, but when they tested him with their meter, it read 25, indicating he was indeed having low blood sugar. Caller stated that patient often runs high on their blood glucose. Caller was unsure if the patient ate or drank anything before the incident and she stated he probably drank something, but he didn't eat anything. Caller stated she did not treat the patient based on the reading of 107 received on the premier voice meter because she did not want to give him anything because she wasn't sure what his blood glucose actually was. That is when she called the paramedics. Caller stated the patient was transferred to good samaritan hospital in kearney, ne. Caller stated incident happened early this morning ((B)(6) 2023), around 12:00-12:30 am. Replaced meter, strips and sent return label.